Manufacturer narrative:
The zoll catheter was returned to zoll on 11/14/2017 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
As reported, the solex catheter was observed to have a leak. According to the reporter, there was no alarms noted from the thermogard xp ivtm console. Approximately 6 hours into the patient therapy, the attending nurse noted that the 500 cc bag of saline was empty. The bag was replaced with a 1000 cc bag and about 4 hours later, the nurse noted the bag had lost 500 cc of saline. The health care team ultimately decided to discontinue the solex and place a femoral line using the quattro catheter. No further issues were noted. There were no patient consequence reported.

Manufacturer narrative:
Evaluation of the returned catheter confirmed the customer reported issue as a shaft leak at the proximal infusion port. During manufacturing, all solex 7 catheters are 100% inspected for leaks by subjecting them to pressure testing. Thus, it is probable that the shaft leak was caused by abrasive surface contact to the catheter during device operation. All catheters go through a thorough 100% inspection and test prior to and during catheter assembly process to ensure visual, structural and functional integrity. This includes destructive testing to verify burst strength prior to lot release. Historical complaints were reviewed for information related to the reported complaint and there was no similar complaint reported for solex 7 catheters with lot number 71881.